Event description:
It was reported that egm shows several episodes of noise. Low sensing, high impedance and threshold were observed. X-ray found damage near suture sleeve. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the inner coil fractured, near the distal end of the suture sleeve due to fatigue.